Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited undersensing. Upon review, there were no stored events and measurements were within the range. Technical services (ts) stated that the presenting showed the device was operating as programmed. Ts recommended programming optimization. The reports were reviewed with the physician. This device remains in service. No adverse patient effects were reported.